Manufacturer narrative:
(B)(4).

Event description:
A pt had been experiencing a sudden shocking sensation from their stimulation device over the past year. It was noted that 2 mobile phones, 2 notebooks, and his tv went blank after these shocks occurred. Programming adjustments were conducted by reducing the voltage and increasing the rate. Testing was done by calling the pt on his mobile phone. The pt felt shocks every time his phone would ring. The shocking experience would differ in range from mild, moderate, to severe even though the same setting of voltage and rate was applied. The pt was trained on how to adjust their voltage and rate setting. The pt was to follow up with their physician in a timeframe of one month. The pt's outcome was not reported .